Event description:
It was reported that the patient underwent an aortic and mitral valve surgery. There was a dehiscence of the wound 24 days post-opeation. An infection was present and was restricted to the subcutaneous tissue. Purulent secretion was observed and the wound required debridement and resuturing. The surgeon observed that the suture was broken in several places.